Manufacturer narrative:
Initial 5 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported that the starter hole was off center in all 10 wafers out of box of 10 with same lot number. Wafers were used and caused a leakage between wafer and skin with a decreased in wear time was experienced from five days to daily. The end user also denied skin irritation and cleanse her skin with saline as usual skin care. No photo is available at this time.

Manufacturer narrative:
This complaint has been reported as type 2. No sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 8j01834 was manufactured on 09/16/2018 in the ffs#1 manufacturing line, with a total of (B)(4) mkus. On 01/28/2022, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1709722 and manufacturing order (B)(4). The testing results were found satisfactory. Therefore, no discrepancy related to this issue were found within the documentation. Complaint data analysis: on 01/28/2022, a search of complaints was performed into trackwise system for lot number 8j01834. As a result, a total of 01 complaint was found reported (the same malfunction code of this investigation). As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified (therefore, considered an isolated incident). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.